Event description:
Discordant advia centaur cp troponin and creatine kinase (ckmb) results were generated on one patient sample. The initial results were reported to the physician. The patient was given lenovox, aspirn and nitroglycerin based on the initial results from the lab. A second sample was drawn from the patient and run on the same system. Since those results were different from the initial sample, the lab reran the first sample on another advia centaur cp in the lab. The corrected results were sent to the physician. There is no known report of adverse health consequences due to the discordant troponin and ckmb results. The patient was considered to be in stable condition.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia centaur cp instrument. Upon evaluation, the fse performed preventive maintenance, calibrated all assays and ran qc. The cause for the discordant troponin and creatine kinase (ckmb) results is unknown. The system is performing within specifications. No further evaluation of the device is required.